Event description:
It was reported via medsun medwatch uf/importer report # (B)(4) that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The reporter stated that a ¿nurse connected chemotherapy to the plum pump primary tubing cassette. When nurse unclamped, the secondary line containing the chemotherapy the spiros, meant to prevent chemo spills, started leaking where it was connected to the secondary tubing. Rn re-clamped secondary line, place chemotherapy bag and tubing in chemo bag and brought it back to the pharmacy. Pharmacy made a new bag and line for chemo to be administered. The original intended procedure was chemotherapy infusion.¿ there was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.